Event description:
It was reported that during a prolaspsectomy procedure according to the longo technique, the device did not cut completely. The case was completed using sutures. There was no adverse pt consequence.